Manufacturer narrative:
Voluntary medwatch report received: mw5164978.

Event description:
Voluntary medwatch received states that the right ventricular (rv) lead was abandoned due to product performance issue. The patient had no adverse consequences.